Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the rectum during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the needle tip of the device had detached from the catheter in the rectum. The physician was not able to find the detached piece. It was reported that likely it had been suctioned through the scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the rx needle knife xl was used in the rectum; however, per the instructions for use (IFU), the sphincterotome is indicated for use in the selective cannulation of the common bile ducts (cbd) and the transendoscopic sphincterotomy of the papilla of vater and/or the sphincter of oddi, and the anatomy location involved in the procedure is not described in the IFU.